Event description:
A report was received that the patient developed a local infection around the lead insertion site. The patient's symptoms included swelling, redness, pain, and itching. The infection was believed to be procedure related. The patient was given oral and IV antibiotics and is recovering.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-70, serial: (B)(4), description: linear st lead with preloaded, enhanced stylet - 70 cm, model: sc-2366-50, serial: (B)(4), description: linear 3-6 lead 50cm.